Event description:
The doctor claims that the graft was implanted 1/10/80, as an aorto-bifemoral graft for mixed aneurysmal and occlusive disease. Earlier in 1998, a pseudoaneurysm was detected in the femoral portion of the graft. On 10/1/1998, the pt underwent surgery where upon the pseudoaneurysm was found to be located above the anastomosis. It was noted that the graft section proximal to the anastomosis was disintegrated. The doctor replaced the aneurysmal section of the graft with a ptfe graft.